Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. Physio-control contacted the customer and no known impact or consequence to patient was reported.

Manufacturer narrative:
Physio-control has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. Physio-control contacted the customer and no known impact or consequence to patient was reported.

Manufacturer narrative:
Section a3 gender of the initial medwatch report was blank.section a3 gender of the initial medwatch report should indicate: male.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio found the device's battery was manufactured in 2015. Physio recommends replacing the batteries every two years. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Root cause is undetermined.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. Physio-control contacted the customer and no known impact or consequence to patient was reported.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. Physio-control contacted the customer and no known impact or consequence to patient was reported.